Manufacturer narrative:
This supplemental report is being submitted to provide correction to h4, h6.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on s-connector, a noise image occurs. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error and no image. There were no reports of patient harm.